Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust/check belt messages) has been confirmed. As received, the ECG c and d cable was pulled from strain relief with wires attached and the trunk cable connector was cracked. Upon investigation the electrode belt failed hi-pot and therapy electrode recognition open black pulse wire in the trunk cable insulation. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving frequent adjust/check belt messages. The patient was issued a replacement electrode belt.